Event description:
It was reported that the superior vena cava (svc) defibrillation coil of the right ventricular (rv) lead was exhibiting high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.